Event description:
Sorin group (B)(4) rec'd a report that the s5 double head pump stopped due to a pressure alarm during a procedure, even though the limit had not been reached. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that the s5 double head pump stopped due to a pressure alarm during a procedure, even though the limit had not been reached. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.